Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent emergent endovascular treatment of a rupture of an acute type b aortic dissection using gore® dryseal flex introducer sheath (dsf). During the treatment, left access was planned, however a dissection occurred while advancing a 7 fr dsf. The plan was changed to the right access. A 22 fr dsf was advanced from the right femoral artery however, resistance was felt. A bougie was performed but the dsf was not able to advance at a branch of the right internal iliac artery. Strong force was applied but the dsf didn't move. Angiography revealed damage of the vessel. An occlusion was performed using a mustang balloon. Then, the plan was changed to an abdominal approach. After all stent grafts were implanted as planned, attempt was made to remove the dsf but without success. Visual damage (hole) to external iliac artery was observed. The dsf was not able to be removed, the dsf was cut vertically with scissors, then the coil was pulled to soften the dsf. The dsf was removed. The right external iliac artery was replaced with graft. The patient tolerated the procedure. The physician stated that a more careful approach from the left side would have been better. It might have been better to switch the abdominal approach midway through the right approach procedure instead of proceeding with the right approach.